Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter fax# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle had foreign matter on the device cannula. The following information was provided by the initial reporter : from some affected products returned for investigation it was confirmed that 3 needle tips were deformed and preliminary pictures showed fm on the device cannula.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle had foreign matter on the device cannula. The following information was provided by the initial reporter : from some affected products returned for investigation it was confirmed that 3 needle tips were deformed and preliminary pictures showed fm on the device cannula.

Manufacturer narrative:
H.6. Investigation: fifty four open 32g x 4mm pen needle samples and five photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on thirty of the returned samples and a blunt cannula was observed on fourteen samples. No issues were observed with the remaining sixteen samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related h3 other text : see h.10.